Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The customer indicated that the ferrule to the top of the pre-filter had broken off. The customer was able to retrieve it out of the filter housing and ordered replacement tubing for the line filter. The operator replaced the tubing. The pressure checked out as required. The customer ran samples with no issues. The g8 was working as intended. No further action required by fse. The probable cause of the event was that the ferrule had broken off of the peek tubing.

Event description:
On (B)(6) 2016 a customer reported broken peek tubing with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.